Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached (eri) status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device's shock charging circuitry resulted in the lengthened charge times that triggered (eri). The battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol). However, the physician had stated that the device was still at eight years from last device check. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol). However, the physician had stated that the device was still at eight years from last device check. The device was explanted. No additional adverse patient effects were reported.